Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose reading was frozen on their screen . There was no reported impact on customer's blood glucose level. The pump was reset to resolve the issue.